Manufacturer narrative:
A review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient developed an increase in back pain from the lower thoracic into the lumbar region. The patient underwent a revision procedure wherein the lead was moved from the spine to the leg. The patient has good coverage and pain relief in the foot, and the back pain has eased.